Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with guidance from technical support and was able to start their sensor session without further issues.